Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
A patient with a valve implanted in the aortic position contacted edwards to inform about this device which is malfunctioning after an implant duration of 11 years and 2 months. As reported, the patient started feeling bad and tests demonstrated that the valve was malfunctioning. This patient was told a re-do surgery might be considered.